Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got hospitalized due to an insulin pump malfunction. The customer states that their pump's clock shifted from am to pm, causing their hospitalization. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and confirmed the time change issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device was reset with correct time and date; monitored for five days. No unexpected time or date anomaly was noted. The device was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.